Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found blood in the pneumatic interface; however, the blood did not pass the pneumatic interface. With regard to the lack of a "blood back detect alarm" there is no direct alarm related to this. The two alarms which could be triggered due to a blood back are "autofill failure" and/or a "gas loss in iab circuit" alarm. To fix the issue, the fse replaced the pneumatic interface. Unrelated to the complaint issue, the stm also completed preventative maintenance (pm) service and replaced the 9 volt battery due to expiration. All functional, electrical and safety checks were performed per factory specifications, and the iabp passed all tests. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event when the intra-aortic balloon (iab) ruptured. The iabp unit did not alarm, and was switched out with another iabp unit and sent to the biomedical engineer (biomed) for evaluation. There was no patient harm and no adverse event was reported.